Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The system was checked, and the noise could be reproduced. Technical services recommended some programming and testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The physician replaced the sicd system with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The system was checked, and the noise could be reproduced. Technical services recommended some programming and testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The physician replaced the sicd system with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The system was checked, and the noise could be reproduced. Technical services recommended some programming and testing options. There were no additional adverse patient effects. The system remains implanted.